Event description:
It was reported that the user received a low glucose alert at 75 mg/dl after their healthcare provider had recently raised the cgm target, treated with tea, and glucose increased to 98 mg/dl on ilet and 102 mg/dl by fingerstick, later rising to 274 mg/dl after dinner with the user announcing and continuing self-monitoring. Customer care agent provided support that included troubleshooting and glucose monitoring follow up. Investigation of this case revealed no device malfunction reported and an unclear cause for both the hypoglycemia and subsequent hyperglycemia. Symptoms included shaking/tremors associated with subsequent hyperglycemia. Outcomes included user self-management without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.